Event description:
Pt with metastatic colon cancer to the liver who underwent therasphere treatment to the right lobe of the pt's liver in 2001. The pt received 143 gy dose of therasphere via hepatic artery infusion that was uneventful and pt left hosp on the same day feeling well. Eleven days later, pt went to ER for pain and discharge from the site of the incision in pt's right groin. According to the pt the site was incised, drained and packed and the pt was discharged to home. Rptr saw pt for a follow-up, 2 days later. At that time the pt's groin site appeared erythematous, about 1.5cm wide, slightly swollen with moderate amount of purulent discharge. Site was non-fluctuant and non-tender to palpation. There was a palpable nodule about 2.0 cm, firm, non-pulsating. Pt had a vascular ultrasound done which was negative for a pseudoaneurysm. Pt was put on keflex 500mg po for 10 days. When the pt came back 3 days later, there was no edema or discharge and only slight erythema. Pt remained afebrile throughout the above events. Pt is being followed closely to monitor any change in status.